Event description:
It was reported that, "removal of implant due to infection."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The hospital discarded the explanted device(s). Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report. -triathlon-cr femoral component cemented #3 right cat# 5510-f-302; lot se7hb, triathlon-cr tibial insert #3-11mm, cat# 5530-p-311; lot lah558, triathlon-asymmetric patella a32mm(s/I*) x 10mm cat# 551-l-320; lot lal142, simplex p with tobra unit packfull dose cat# 6197-9-001; lot 0473s015. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.